Event description:
It was reported that during the lead revision procedure, the scrub technician handed the physician an incorrect sheath for implanting this right ventricular (rv) lead. The physician then attempted to cut the sheath away from the rv lead, and the rv lead was damaged in the process. This rv lead was removed prior to pocket closure, and a different lead was successfully implanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis as it was retained by the explanting hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations was with induced damage caused by the explant procedure. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead revision procedure, the scrub technician handed the physician an incorrect sheath for implanting this right ventricular (rv) lead. The physician then attempted to cut the sheath away from the rv lead, and the rv lead was damaged in the process. This rv lead was removed prior to pocket closure, and a different lead was successfully implanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis as it was retained by the explanting hospital.